Event description:
Patient with cerebral palsy, mental retardation, history of necrotizing enterocolitis and malnutrition requiring tpn, total parental nutrition. Patient admitted with line infection. Line removed the next day and new cook tpn double lumen was inserted a few days later. Patient underwent nissan fundoplication a few days later. Remained on tpn for approximately another week and then it was discontinued. When rn, flushed catheter with 8 ml n5s in a 10 ml syringe, the catheter started leaking at double lumen bifurcation site. Catheter was removed. No need to insert new one since tpn had been discontinued.

Manufacturer narrative:
Event evaluation: an unopened set from the reported lot number was returned to assist in our investigation, but not the actual device involved in the complaint. Our examination of the returned catheter found no unusual characteristics. Review of records indicated no other reported problems with this lot number. It is possible the device may have become occluded and was overly pressurized during flushing, resulting in a rupture. There is also the possibility of leakage occurring due to a tear in the tubing. The exact root cause of this event can not be determined.